Event description:
Pt was having intermittent alarms, accompanied by a decrease in pump speed. X-ray showed 8 cm fracture in driveline. Upon removal of the pump, the outer plastic covering of the driveline was torn.